Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system powered off during surgery" (loss of power). A customer reported the unit powered off during surgery. The unit was rebooted twice and then the case proceeded. There was no pt impact reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. All electronic circuit boards were removed and reinstalled. All the system cables and connectors were reseated. The power cord was replaced as a preventative measure and returned for in-house evaluation. The power cord has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).